Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent nocturnal low glucose readings with a documented value of 59, typically occurring during sleep; the patient does not meal announce due to low intake and memory challenges, treats lows with oral glucose or juice, and eats a bedtime snack, and the cause of the lows was unclear. Symptoms included hypoglycemia without reliable awareness during sleep. Outcomes included device alerts for urgent low glucose and urgent low soon. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.